Event description:
It was reported that an alert showing intermittent high and out-of-range pli was observed. During an in-clinic follow-up on (B)(6), 2012, pocket manipulation and isometric testing were not able to reproduce the out-of-range pli measurements. All other measurements and diagnostics, including hvli, capture and sensing values were stable. No further information is available.

Event description:
New information received notes that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.